Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The patient was doing pilates at the time of the shock. The electrograms confirmed myopotential noise throughout the episode. The sensing vector was programmed to the primary vector. The clinic was able to recreate the noise. The clinic has now reprogramed the device sensing to the secondary vector. There were no additional adverse patient effects. The system remains implanted.